Event description:
It was reported "the hcp has difficulty to proceed sheath due to something extrusion into patient." There was no medical intervention required. The device was removed and replaced. The patient's current condition is reported as "unknown" at this time.

Manufacturer narrative:
Qn#(B)(4). The customer returned one peel-away sheath with dilator assembly for analysis. Signs of use were observed on the returned components. Visual analysis revealed that the distal end of the sheath tip was partially damaged/deformed. No other defects were observed with the dilator. The sheath length from the tabs to the tip measured 4", which is within the specification limits of 3 7/8"-4 1/8". The sheath outer diameter measured 0.097", which is within the specification limits of 0.091"-0.101". The sheath inner diameter at the distal tip could not be accurately measured due to the nature of the damage. The dilator outer diameter measured 0.074", which is within the specification limits of 0.073"-0.075". The sheath was functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "check peel-away sheath placement by holding sheath in place, twisting dilator hub counterclockwise to release dilator hub from sheath hub, withdraw guidewire and dilator sufficiently to allow blood flow. Holding sheath in place, remove guidewire and dilator as a unit." The dilator was removed and reinserted back into the sheath. The dilator was able to pass through the sheath tip with little to no resistance. R & d and mfg were consulted regarding investigations of this nature. They stated that various factors could contribute to the observed damage to the sheath tip, including the sheath tip manufa cturing process and/or undue force applied unintentionally by the user. Due to the possibility that manufacturing contributed to this damage, they will further investigate this issue. All complaints are trended across product families on a monthly basis. A device history record review was performed, and there were multiple potential findings. Non-conformances were initiated regarding "peel-away sheath tears incorrectly" and "peel-away sheath body damaged in use". The failure mode of this complaint is not the same as/relevant to the non-conformances identified. In addition, non-conformances regarding "peel-away sheath tears incorrectly". The failure mode of this complaint is not the same as/relevant to the non-conformances identified. The IFU provided with the kit informs the user, "do not withdraw dilator until sheath is well within vessel to reduce risk of damage to sheath tip". The IFU also states, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage. If necessary, enlarge cutaneous puncture site with cutting edge of scalpel, positioned away from guidewire." Non-conformance were initiated to further investigate this issue. The report of a peel-away tip damage was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the sheath tip was partially da maged/deformed. Despite the damage, the sheath and the dilator met all relevant functional requirements. Various factors could contribute to the observed damage to the sheath tip, including the sheath tip manufacturing process and/or undue force applied unintentio nally by the user, therefore, the root cause is undetermined. Non-conformances were initiated to further investigate potential root causes at the manufacturing site. Teleflex will continue to monitor and trend for reports of this nature.